Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were intact. Bottom case which has a crack by the battery compartment. Functional and occlusion testing was conducted. The reported event of motor rate error was not replicated during occlusion testing. Motor error rate was identified in event history log review. The root cause was unable to be determined. The following actions were taken: replaced stepper motor, worm coupling and worm gear as a preventative measure. Additional repairs included: replaced plunger cable which has damage on insulation and bottom case which has a crack by the battery compartment; also replaced stepper motor functional and occlusion tests all passed after repair.